Manufacturer narrative:
Manufactures investigation conclusion: a specific cause for the reported strange pump sound could not conclusively be determined through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead severed approximately 10 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 28.5 inches. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue or abnormal noise. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any issues that would have contributed to the reported events. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The pump was connected to the returned system controller and operated as intended with no atypical sounds or alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient started hearing a strange sound coming from the pump. On (B)(6) 2018, the patient complained of pump sound getting louder and was admitted to the hospital for further evaluation. At the time of admission, the patient was completely asymptomatic, with no sign of thrombus, dehydration, or arrhythmia. The manufacturer's technical service representative reviewed the submitted log files and no unusual events were observed. On (B)(6) 2018, the customer reported that the primary system controller was exchanged. On (B)(6) 2018, the patient heard a continuous tone and observed a red heart alarm on the system controller. Due to a possible pump malfunction, a pump exchange was performed on (B)(6) 2018 for patient safety. No additional information was provided.